Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a second device, a 23mm transcatheter valve, was implanted in the aortic position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately ten (10) years and three (3) months. The reason for reoperation is unknown and both devices remain implanted. No additional details provided.

Manufacturer narrative:
This event was previously reported on medical device report 2015691-2014-02235.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without return of the device no definitive conclusion can be reached regarding re-op. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Additional information will be reported if received.